Event description:
It was reported that a patient on impella 5.5 experienced a placement signal not reliable alarm, that was resolved after purge cassette was changed.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. Device implanted (B)(6) 2025 without issue. Placement signal not reliable (psnr) alarm first occurs after 4 days on support, resolves with purge cassette change. 3 days later, alarm returns and continues on and off the remainder of the case. Pump position confirmed via echo on (B)(6) 2025. Pump not returned. Data log review confirms psnr alarms occurring intermittently after day 4 then throughout the case. Every purge cassette and/or bag change resolves the alarm and returns snr values to nominal, but issue quickly returns every time. The cause of the optical signal issue was not determined since product was not returned and lack of clinical details. Fm changed to optical signal issue from placement signal issue as 5.5 pumps utilize an optical sensor. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.